Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of coating damage. The coating has separated near the distal end, exposing 2cm of the core wire. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: the information provided indicated the wire guide was not kept wet when not in use during the procedure and forceful removal of the wire guide from the cytology brush catheter was performed. These are the likeliest contributing factors to this observation. Additional information provided with this report indicates the holder was flushed with saline prior to removing the wire guide. However, the wire guide was not kept wet when not in use. Prior to use during the procedure, the wire guide was moistened with saline soaked gauze. The instructions for use for the metro wire guide describe the appropriate flushing techniques. These include the following directives: flush the wire guide holder prior to removal of the wire guide, flush the wire guide lumen of the accessory device prior to inserting wire guide, flush the wire guide lumen as needed during the procedure to keep the wire guide wet, and before each introduction of the wire guide into a device, wet the wire guide in a sterile water or saline bath. For best results, the wire guide should be kept wet. These activities will ensure proper wire guide performance. If these flushing techniques are not followed, difficulties can occur during removal and may result in damage to the wire guide coating, as observed. Forceful removal of the wire guide, perhaps in response to resistance caused by improper flushing techniques, can contribute to coating damage of the wire guide. Prior to distribution, all metro wire guides undergo a visual inspection to ensure device integrity. This inspection includes a visual inspection of wire guide coating. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this observation is likely related to product handling factors. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an ercp procedure, the physician used a cook endoscopy tracer metro direct wire guide with a cook endoscopy cytomax ii double lumen cytology brush. When the wire guide was removed from the cytology brush catheter, resistance was encountered. Forceful pulling on the wire guide caused part of the coating on the tip to peel back, exposing the inner wire. No portion of the coating detached in the patient; there was no foreign body to be retrieved. No additional medical procedures were required due to this occurrence. There were no adverse effects to the patient as a result of this occurrence.